Event description:
A phone call report was received from a rn clinical mgr of a pediatric hemodialysis user facility. It was learned that for this event, the patient started dialysis and within mins this patient may have had an anaphylactic reaction. The symptoms of lip and tongue swelling, difficulty breathing, hives and severe vomiting reportedly occurred to this patient within mins from the start of the dialysis treatment. For this event, the blood was not returned and diphenhydramine and solumedrol were then given to this patient intravenously. The rn reported that the patient was then let to sit for 3 hrs. It was reported that the symptoms did resolved and that dialysis was restarted. The rn also reported that this patient had been receiving all dialysis with use of this dialyzer for months. It has also been learned that this patient was able to be dialyzed with no further ill effect from this event. The patient is stable and doing fine on peritoneal dialysis. The sample was saved and is available for this event.